Event description:
In 1999, following a diagnostic procedure, an angio-seal device was placed in a patient's right groin with hemostasis achieved. Approximately 25 minutes following deployment, bleeding occurred which was controlled by the application of a femostop device (duration of application not recorded). On 06/18/1999, the groin site was noted to be clean and dry, and the patient was discharged home. On 06/19/1999, the patient became nauseous and feverish, and noted redness and swelling at the groin site. On 06/21/1999, the patient presented to the hospital, where an incision and drainage (I&d) was performed, and the patient was subsequently placed on IV antibiotic therapy. The patient remained hospitalized for 8 days while on IV antibiotic therapy and was discharged home on 06/29/1999 in good condition. As of 07/15/1999, there has been no further report to the manufacturer of complication or patient sequelae.